Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension xpand with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher than the initial results with a flag of low panic. The sample for patient 1 was repeated again on the same instrument, while for patient 2 was repeated on an alternate dimension exl instrument, both resulting higher than the initial and the repeat results. It is unknown which repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they replaced the x-tubing and sodium quicklyte sensor but received a "failed to detect the flush fluid" error. The customer flushed the integrated multi-sensor technology (imt) module port with hot water and conditioned the port by cleaning it with serum. The customer ran a dilution check, precision testing and quality controls (qc), all of which were within acceptable ranges. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse cleaned and lubricated the imt pump rollers and replaced the pump tubing and port. The cse ran a dilution check and qc, which were within acceptable ranges. The customer had not obtained any more discordant results. The cause of discordant, falsely low na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required